Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. Based on collected evidences, it cannot be excluded that claimed issue occurred due to user error who inadvertently overfilled the tanks, thus leading to reported damage.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: circulator motor was not turning, not even trying to spin it manually. In order to fix the issue, patient bridge was removed, circulator motor replaced and bridge re-assembled. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to patient circulator motor. The issue occurred during technical intervention. There was no patient involvement.